Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation. And the costumer's allegation was confirmed. In addition, the following reportable malfunction was identified, during the device evaluation: minor stains under the cover glass. A definitive root cause could not be identified. Based on the results of the investigation, it is likely, that the following led to the malfunction: a bent in the outer tube that produced the blurry picture in the subject device. A definitive root cause could not be determined, for the minor stains under the cover glass. A device history record review revealed, no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the subject device had a blurry picture. The issue was identified, during a laparoscopic nissen fundoplication. The procedure was completed with a similar device with no surgical delay. There were no reports of patient harm.